Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an opening and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "textured style implant". Later healthcare professional reported "seroma fluid". This record is for right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "textured style implant". Later healthcare professional reported "seroma fluid". This record is for right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "textured style implant". Later healthcare professional reported "seroma fluid". This record is for right side. Device was explanted and replaced. Device will be returned.